Manufacturer narrative:
The reported events of high pacing impedance and high threshold were not confirmed. As received, only the connector portion was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance, and high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.